Event description:
Customer reports no spo2 response from accutor plus monitor, which may have affected spo2 monitoring. No patient injury reported.

Manufacturer narrative:
Customer was advised the unit needed a replacement spo2 board, but declined the repair.